Event description:
The customer contacted baxter's service center regarding air in the patient line and the patient wanted to end therapy, which occurred on the homechoice (hc) during fill 1. The hp stated that they could see air in the patient line and wanted to disconnect due to discomfort. The tsr assisted the hp with ending therapy. The tsr advised the hp to call the rn in the morning. The hp stated that they had this problem for a couple of days now. The tsr advised the hp to call baxter before starting therapy tomorrow for setup assistance. On (B)(6) 2011, product surveillance contacted the home patient (hp). The hp stated they did not know how the air entered the setup. The hp stated they did not notice any defects on the supplies. The hp stated they have been performing therapy successfully since the incident. There was patient involvement. The hp stated they did not have any injury or medical intervention from this incident.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint is for air in line (without alarm) was not confirmed. The cause was undetermined.